Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The pump history was downloaded and printed at the user facility. The pump history indicates that in 2004, at 0003, line a of the pump was programmed in the ml/hr mode to deliver at a rate of 50ml/hr, with a vtbi (volume to be infused) of 330ml, for a duration of 6 hrs and 36 minutes, and the delivery was started. Within the same minute, the pump alarmed for distal occlusion, the volumes on both lines a and b were cleared and the delivery was restarted. At 0156, the volumes on both lines a and b were cleared. Between 0256 and 0305, the pump alarmed for proximal air, cassette test failure, the alarms were silenced and the device was powered off. At 0322, the pump was powered on, alarmed for cassette test failure and was powered off at 0643, the pump was powered on. At 0645, the pump was programmed in the dose calculation mode, with a drug concentration of 25000 units, diluent 250ml, a vtbi of 200 ml, with a dose of 1000 units/hr, with a calculated rate of 10ml/hr, for a duration of 20 hrs, and the delivery was started. At 0725, the delivery was stopped and the pump was powered off. Review of the pump history indicates that the pump delivered as programmed.

Event description:
Report rec'd of an overdelivery. The customer contact reported that the event was the result of an operator error in programming the device, at 0430, the pump was programmed to deliver 25,000 units of heparin in 250ml at a rate of 50ml/hr instead of the intended rate of 10ml/hr. At an unspecified time, the nurse noted the error and the infusion was stopped. Reportedly, the pt's ptt level was "greater than 150 seconds and there was no bleeding." After an unspecified length of time, the infusion was resumed using a replacement device at the intended rate of 10ml/hr. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.